Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID 2134265-2013-09337 and MDR ID 2134265-2013-09338. It was reported that the burr appeared burnt. The chronic totally occluded target lesion was located in the moderately tortuous and severely calcified proximal end of the left anterior descending artery. A 1.25mm and a 1.50mm rotalink plus were selected for a percutaneous coronary intervention procedure. After an unspecified guide wire crossed the lesion, the physician tried to advance several non bsc balloon catheters, but these catheters could not cross the lesion. Finally the physician advanced a rotawire and used the 1.25mm rotalink plus. Ablation was performed with a rotational speeds up to 220,000 rpm; however, it was noticed that rpm did not go down and the rotalink was not able to cross the lesion. Several attempts were made to ablate the lesion but was not successful. The 1.25mm rotalink plus was removed from the patient. Upon removal, it was noticed that the tip of the rota burr had become black and seemed to be burnt. The diamond coating of the burr appeared damaged. A 1.5mm rotalink was then advanced and again, the rotational speed did not go down; the burr could not cross the lesion and became black. The procedure was not completed as the same device was not available. There were no patient complications reported and the patients condition is good.